Event description:
Additional information received the mpu does have the v-lock connector. The patient was noted to be a poor historian, and it is unknown if the power cord came loose at the wall or from the back of the unit. It is unknown if there were any environmental circumstances that could have contributed to the loss of power to the mpu. The mpu remains in use and will not be returning. The ebb faults resolved with exchanging the ebb.

Event description:
It was reported that the patient presented to clinic with a backup battery fault alarm. The patient stated that they performed several self-tests at home, yet the alarm did not resolve. The patient was given a new battery and sent home. Log files were submitted for review and captured low power hazard and no external power alarms on (B)(6) 2025. This was cause by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the event. The log files also captured emergency backup battery (ebb) faults beginning on (B)(6) 2025 due to the ebb failing the load test.

Manufacturer narrative:
D4 - additional device information. The primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu), serial number (B)(6), was confirmed via the submitted log files. On (B)(6) 2025, a no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The observed event was consistent with a loss of ac power, and the alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during the alarm. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information indicates the mpu had a v-lock connector on the ac power cord, the mpu remains in service, it is unknown if the power cord came loose from the back of the unit or wall outlet, and it is unknown whether there were environmental circumstances that could have affected ac power at the time of the event. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. Additional information confirmed that at the time of the event the power cord in use was a straight v-lock connector. However, a disconnection can still occur if the connection is not properly engaged or due to environmental circumstances, this investigation was unable to determine the root cause of the reported disconnection. The device history record for the mobile power unit (mpu) (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 IFU (rev. D) section 3 - ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 IFU (rev. D) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 IFU (rev. D) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 - ¿safety checklists¿ and heartmate 3 IFU (rev. D) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU (rev. D) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.